Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at l3/s1. A screw at l3 backed out post op. The second surgery to remove the implants and expand the fixation level at t4/s1 was performed approx two and a half weeks post op.

Manufacturer narrative:
Device was not returned to MFR for eval. We are unable to determine the cause of the event; however, the suspected devices in use are part# g86946545, lot # w07e1767; part # g86946550, lot # w06g1805 and lot w06l1551. Device history records for these lots were reviewed. No documentation was found that would indicated a non-conformance to specs.